Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex device was received for product analysis with product shelf carton. Blood and contrast were visible throughout the distal lumen and balloon. The balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located on the distal end of the balloon 8.5mm from distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The shaft at the guide wire exit notch was also damaged/kinked. The returned device is relatively consistent with the reported events; however, there is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is found to be user related as the reported information indicates that the device was used contrary to cautions against inflation above rbp. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and catheter entrapment occurred. Vascular access was obtained via the radial artery. The 75% stenosed denovo lesion was located in the non calcified and moderately tortuous unknown anatomical location. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to post dilate an unspecified stent. First inflation was to 22atms. On the second inflation the balloon pressure would not go up. The physician suspected a balloon rupture and the device was withdrawn. However, during withdrawal severe resistance was encountered between the balloon catheter and a non-bsc guide wire. The devices were unable to remove one at time and therefore were removed together as one device. Once outside the patient's body the devices were separated, but resistance was encountered. A shaft kink was noted on the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and catheter entrapment occurred. Vascular access was obtained via the radial artery. The 75% stenosed denovo lesion was located in the non calcified and moderately tortuous unknown anatomical location. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to post dilate an unspecified stent. First inflation was to 22atms. On the second inflation the balloon pressure would not go up. The physician suspected a balloon rupture and the device was withdrawn. However, during withdrawal severe resistance was encountered between the balloon catheter and a non-bsc guide wire. The devices were unable to remove one at time and therefore were removed together as one device. Once outside the patient's body the devices were separated, but resistance was encountered. A shaft kink was noted on the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.